Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 50ml of morphine was programmed to infuse at 2ml/hr (2mg/hr) for 24 hours however during bedside shift report the bag was noted to be unexpectedly empty with fluid left in the tubing and drip chamber only. An infusion of ns was also infusing on a separate pump at 100ml/hr. The customer initially thought there was an over infusion of morphine however the facility's pharmacy department calculated there was no over infusion. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. The only observed anomalies where dull iui connectors. Analysis of the pcu event log shows that the pump module was programmed to run a basic infusion at 2ml/hr with a vtbi of 50ml at 6:07 pm on (B)(6) 2018 and ran until 11:19 am on (B)(6) 2018. The volume recorded as being infused during this period was 33.495ml. During the infusion the device alarmed multiple times for patient side or partial patient side occlusion. Each time the user was able to restart the infusion. Functional testing was performed and found the device was delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was not identified.

Event description:
The customer reported that 50ml of morphine was programmed to infuse at 2ml/hr (2mg/hr) for 24 hours however during bedside shift report the bag was noted to be unexpectedly empty with fluid left in the tubing and drip chamber only. An infusion of ns was also infusing on a separate pump at 100ml/hr. The customer initially thought there was an over infusion of morphine however the facility's pharmacy department calculated there was no over infusion. There was no patient harm.